Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6. H10. Visual examination of the provided pictures identified a metal liner, a broken poly bearing, a metal taper adapter, and a ceramic head. The bearing, adapter, and head all had black staining, the metal liner has two locations deformed potentially from rubbing on the stem after disassociating. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Mmi review: impressions: malrotation or fracture of the inner liner of the left hip dual mobility arthroplasty a definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 2 years, 3 months and 24 days post implantation due to the liner being out of place and the bearing being damaged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110031011, item name: vivacit-e dm bearing 28x42mm, lot # 64912133. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.